Event description:
A crack on the minicap was found. Also, iodine leakage was found. The transfer set had been used since april. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for leak of the transfer set could not be confirmed in the lab. Therefore, the root cause could not be determined. A batch review cannot be performed because the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.